Manufacturer narrative:
E1: address line (B)(6). One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Service history review identified that the device has not been in before for repair related to the customer stated problem. Functional testing confirmed the customer stated problem. The speakers were too quiet. The front and rear speaker will be replaced.

Event description:
It was reported that the pump speaker sound was too low and control defect of the speaker. The issue was observed during functional testing, there was no patient involvement.